Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the dislocation and subsequent revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 9 months postop the initial implant, this (B)(6) y/o male patient went in for review consultation and a x -ray identified the patient had dislocated his left shoulder. The humeral liner was changed to 38mm +2.5mm constrained. Patient was last known to be in stable condition following the event. Devices are not returning. This patient has a history of chronic sepsis.